Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted that the blue fiber cable (scrap item) was replaced. The system was tested and verified as ready for use.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer could not connect surgeon side console (ssc) 1 due to a broken blue fiber cable. The customer would use ssc 2 for the case as they did not have a spare blue fiber cable at the time of the event. The customer reported event has no report of patient injury.